Event description:
It was reported that, when a lithotripsy procedure was being started, the console malfunctioned and its display screen went black, rendering it unusable. The patient was under anesthesia at the time and had to be resuscitated and sent back to the ward after the procedure was aborted. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.